Event description:
The report received from the affiliate states that the rx/7mm basket diameter/180cm angioguard could not be charged [docked] in the basket. There was no difficulty prepping the device. The product looked normal when taken from its packaging. The product was not used in the pt. The procedure was successfully completed with another device. There was no reported injury to the pt. The product was returned for eval and testing and analysis revealed that the filter basket membrane was found undulated. Also, the filter basket struts were found out of position.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.